Event description:
Patient was in an accident and leads were explanted and replaced due to rising thresholds and impedances. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into several fragments which could not be identified explicitly. The returned lead fragments were visually and electrically analyzed. The visual inspection showed abrasion marks along the lead body of the fragments. In particular, between 5 cm and 8 cm proximal to the lead tip the inspection revealed a damaged insulation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. Further inspection demonstrated deformations of the inner and outer conductor coils. A deformed fixation helix was found. Cuts in the insulation were observed. These damages occurred most likely during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause.